Manufacturer narrative:
The unit was received with intermittent blank display due to moisture damage on the mother board. No moisture damage on the motor noted. Upon visual inspection the unit had moisture damage on the force sensor resistor. The unit could not perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime/compromised force sensor system test, off no power test and excessive no delivery test due to the blank display. The battery out limit alarm could not be verified due to the blank display. The unit was received without its battery cap and the potential battery cap damage could not be confirmed. The following physical damage was noted: cracked reservoir tube lip, minor scratched display window, cracked casing at a display window corner, broken belt clip slot on battery tube side and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer identified damage near the battery compartment. The device also alarmed battery out limit after a battery change. The patient stated that the batteries were not out of the insulin pump for greater than the duration allowed by the insulin pump. The insulin pump was returned for analysis.